Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in inappropriate shocks to be delivered across multiple episodes. The system was tested in clinic and noise was able to be reproduced with pocket manipulation. The device was then reprogrammed from the alternate to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.